Event description:
The mother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose rose to 500 mg/dl because they were disconnected from the insulin pump for a long period of time. Customer treated their blood glucose with the gatorade. The mother declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.